Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.